Event description:
Customer reported that pump battery was not charging despite attempts with multiple outlets and adapters, leading to a recommendation for replacement by technical support. There was no adverse impact to customer¿s blood glucose level as it did not exceed 500 mg/dl. Customer had no backup insulin therapy available and planned to consult with their healthcare provider; technical support arranged for a replacement pump and guided customer on return process.